Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin c5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). Sorin group (B)(4) received a report that the left side of the sorin c5 system touch screen was not functioning during priming. There was no pt involvement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the left side of the sorin c5 system touch screen was not functioning during priming. There was no pt involvement.